Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care provider (hcp) reported that the patient did not experience any symptoms related to the concerns about infection during the trial. The patient did not have an infection.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_lead, product type: lead. (B)(4).

Event description:
The consumer reported that she started the trial sometime the week prior to report and she had multiple sclerosis. She had concerns that the lead was going inside of her and it could cause an infection due to bacteria. Her family replaced the dressing a week and half after. No further information was provided about this event. If additional information is received, a follow up report will be sent.